Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The clamping mechanism was deformed. Sub-flush staple pushers were noted. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy procedure, as the pancreas was to be transected, the powered stapler with a reinforced reload stopped the firing process. The staple line was incomplete (proximal). The surgeon closed the jaws of the power stapler reload onto pancreas very slowly. The indicator lights were solid and then to blinking when the green safety button was pressed the knife blade advanced only a couple of millimeters and then stopped even when the firing button was still pressed. The blue button was pressed several times however, nothing happened. The knife blade was retracted using the silver button and continued the procedure with a new reload and a manual stapling handle. The use of the manual handle required too much movement from the user which resulted to a split in the pancreas causing injury to the patient however temporary. Pancreatic leakage/bleeding occurred which was treated with conservative medical treatment with medication. At the time of this report, the patient had no further injury as a result of this event.